Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger (B)(4).

Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.

Event description:
It was reported that the patient kept it on a high setting and if she laid down on a hard surface the stimulation shocked her. The patient stated that was normal, it was just because, the stimulation was high and if she got on a hard surface she could feel it shock her. The patient noted it was not because it was not performing correctly.